Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help after he completed the pm test on etco2 unit and the end of the test he was unable to select the next pm test date which is a year from today date. Ask customer could he disconnect the unit reconnect unt and see if that work at that time he noyice he didn't have the unit connect once he connect the unit it allow him to select to select the next pm test. Complete customer thank me for my assist.